Manufacturer narrative:
(B)(4). No parts will be returned to the manufactured.

Event description:
It was reported via a hot line call to the clinical support specialist (css). The registered nurse (rn) was calling to report that they had a patient they placed an intra-aortic balloon catheter (iab) in the cath lab. When they unplugged from power the pump stopped pumping and alarmed. The screen was flashing with nothing displayed. They hurried up to the intensive care unit (ICU) with a delay in pumping of about 5 minutes. They then plugged the pump back into power and were then able to resume pumping with no further issues. The clinical support specialist verified that there were no issues now. The css also asked if they had noticed if the pump had been plugged in while in storage, and if the yellow light by the power switch was on before they unplugged. The rn stated that it had been plugged in while in storage, but she did not notice if the yellow light was lit or not. The css then recommended that they have the pump check by bio-med as soon as possible. The rn stated, that is why they called, was to get field service to check the pump. The css then called the field service agent, and discussed with him. The fsa said that he would follow-up on this. Length of time prior to event: 30 minutes. There were no complications to the patient.

Manufacturer narrative:
(B)(4). No iap parts or recorder strips were returned to teleflex (B)(4) for evaluation. The field service rep recommended the biomed perform a functional check at a minimum or a full preventive maintenance due to age of pump and the customer did not move forward with anything as they resolved the issue. The wws service database was checked and there was no further service provided to the pump related to the reported complaint. A review of the service history indicates this battery is an original battery. This is a 2007 pump. Per operator's manual: "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." See other remarks section. Other remarks: the operator's manual states: "arrow international recommends that the batteries be replaced after three years of service. As the batteries age, it is important that their performance be periodically checked to insure that they will perform as intended. It is recommended that a load test, as outlined in this manual, be performed by qualified service personnel at twelve month intervals to ensure battery capacity and usability. Any time that the batteries do not pass the load test they must be replaced." Device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "pump stops pumping and screen flash when unplugged from power" could not be confirmed. The field service rep recommended the biomed perform a functional check at a minimum or a full preventive maintenance due to age of pump. The world wide support database was checked and there was no further service provided to the pump. The cause of the reported complaint could not be determined.

Event description:
It was reported via a hot line call to the clinical support specialist (css). The registered nurse (rn) was calling to report that they had a patient they placed an intra-aortic balloon catheter (iab) in the cath lab. When they unplugged from power the pump stopped pumping and alarmed. The screen was flashing with nothing displayed. They hurried up to the intensive care unit (ICU) with a delay in pumping of about 5 minutes. They then plugged the pump back into power and were then able to resume pumping with no further issues. The clinical support specialist verified that there were no issues now. The css also asked if they had noticed if the pump had been plugged in while in storage, and if the yellow light by the power switch was on before they unplugged. The rn stated that it had been plugged in while in storage, but she did not notice if the yellow light was lit or not. The css then recommended that they have the pump check by bio-med as soon as possible. The rn stated, that is why they called, was to get field service to check the pump. The css then called the field service agent, and discussed with him. The fsa said that he would follow-up on this. Length of time prior to event: 30 minutes. There were no complications to the patient.